Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during a band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the two bands were successfully fired; however, in the third band, the firing system burst. Reportedly, the device was removed, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: device code a050502 for the reportable issue of "in the third band the firing system burst" during the procedure. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the trip wire was secured and partially rolled in the handle assembly. Additionally, it was found that the trip wire was kinked. The suture hole was in good condition; however, the suture was broken with one section attached to the ligator head and the other to the trip wire. The suture was likely broken to separate the device from the scope. This condition is not considered as an issue of the device. Additionally, there were five bands attached on the ligator head with some bands moved out of their positions and some caught under other bands indicating that the bands misfired. Microscope examination was performed, and it was confirmed that the ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU). It was reported that the device was performed in the stomach. Per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use. The reported event was confirmed. Upon analysis, the ligator teeth were found bent. This indicates that the component was submitted to tension forces during the use of the device and this could have affected the functionality of the device. Also, the tripwire was found bent. This could have occurred during the device setup while securing the tripwire onto the handle slot or by rotating the handle during the use of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during a band ligation procedure performed on (B)(6) according to the complainant, during the procedure, the two bands were successfully fired; however, in the third band, the firing system burst. Reportedly, the device was removed, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.